Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an audible transient beep, not associated with any alarm. There was no alarm message, or lights associated with the beep. The patient has been experiencing these audible transient beeps from his controller since december. A controller exchange was performed on (B)(6) 2018 to see if this would eliminate the beep. However, the beep persisted even after the controller exchange. Additionally, the site reported that this patient has exchanged multiple batteries and equipment in the past as a means to remedy the beep however none of these product exchanges have been successful. The patient was also experiencing low trough values, and when the patient experiences these low trough values the patient is slightly light headed. The patient¿s blood pressure medication was adjusted. All of the symptoms, along with the data from the device seem to indicate that he needs to be medically managed by his health care professionals, as he is. At the moment, the site has no reason to believe that the beeps have anything to do with the patient¿s symptoms, however not knowing the cause of the beeps makes trouble shooting difficult. The patient will be in clinic again on a further date. The site will follow up with more information then. No equipment will be returned at this time.

Event description:
Additional information received from the site indicated that even after two controller ac adapters, a controller dc adapter, a battery and a battery charger were exchanged in attempts to resolve the beeps, the beeps were still occurring.

Manufacturer narrative:
D4: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller was not returned for evaluation, two controller ac adapters, one controller dc adapter, one battery and one battery charger were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log files covering the event date were not available. Failure analysis of the returned devices revealed that they all met specifications; the devices passed visual examination and functional testing. The power sources did not experience any "audible beeping" events and were able to adequately provide power to a test controller. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events with "audible beeping" events are most often attributed to momentary disconnections between the controller and battery. Other devices involved in this event: d4: battery/ (B)(4). H6: conclusion code: FDA 67 d4: battery charger/ (B)(4). H6: conclusion code: FDA 67 d4: controller ac adapter/ (B)(4). H6: conclusion code: FDA 67 d4: controller ac adapter/ (B)(4). H6: conclusion code: FDA 67 d4: controller dc adapter/ (B)(4). H6: conclusion code: FDA 67 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.